Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the surgeon was using the resectoscope and the tip fell off into the patient's bladder and was retrieved. The issue occurred during a therapeutic transurethral resection of the prostate procedure under sedation. The procedure was completed with a little to no procedural prolongation. There was no patient harm in relation to the event.